Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found no blood visible, contrast in the inflation lumen, and the balloon was tightly folded. This is all consistent with the reported information that the product was prepped but never used in the patient. The stent implant was dislodged and was returned on the stylet with the protective sheath. There was no damage noted on the stent. The balloon had crimp marks between the markers indicating that there was a stent crimped onto the balloon and that the stent implant was properly positioned at the time of manufacture. There were a kink and a bend in the hypotube shaft. There was no mention of these damages in the incident report and they likely occurred as a result of handling of the product during packing/shipping back to abbott for evaluation. The catheter tip length, stent outer diameters and protective sheath inner diameter met specifications. Stent dislodgement can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Since the stent was returned on the stylet with the protective sheath, the stent may have been inadvertently dislodged during protective sheath removal, although this cannot be confirmed. It should be noted the rx vision instructions for use (IFU) states: special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during catheter removal from packaging, placement over guide wire and advancement through rotating hemostatic valve adapter and guiding catheter hub. Do not manipulate (e.g., roll) the stent with your fingers, as this action may loosen the stent from the delivery balloon. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other stent dislodgement incidents. Based on the information received with this event, the review of the manufacturing records and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined.

Event description:
It was reported that during device preparation, when the protective sheath was removed, the stent came off the balloon. There was no patient involvement. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.